Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited auto mode switch episodes due to far r oversensing. Programming changes were made. On (B)(6) 2018, remote motoring revealed the device exhibited intermittent loss of atrial sensing. It was noted that the device's sensitivity settings were adjusted. Programming changes were discussed and performed. The patient was stable and asymptomatic throughout.